Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the remote monitoring system associated with this right ventricular (rv) lead detected a high pacing impedance measurements greater than 2,000 ohms. There was also a non-sustained ventricular tachycardia (nsvt) episode that displayed noise and oversensing resulting in pacing inhibition. A revision procedure was performed and the rv lead was explanted and replaced. The right atrial (ra) lead was also explanted during the procedure. It was reported that both the rv and ra leads exhibited clavicular damage. The device system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during an attempt to retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break likely occurred during helix retraction at the time the lead was explanted. Additionally, analysis identified the outer conductor coils were deformed 18 centimeters (cm) from the terminal pin.